Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient¿s sensor fell of sometime that morning. It was not specified when the patient became aware that the sensor had fallen off. It was also reported that at the same time, the patient¿s omnipod ¿stopped supplying his insulin¿. It was not specified if the patient put on a new sensor or not. At an unspecified time later, the patient was vomiting and had stomach pain. His bg meter reading was tested and was found to be 67 mg/dl. The patient¿s mother took him to the emergency room (ER). At the ER, the patient¿s bg meter reading was still 67 mg/dl. The patient was treated with IV dextrose. The patient was still in the ER with continued stomach pain at the time of report. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.